Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's heart rate reached 301 beats per minute when the right atrial (ra) lead exhibited pacing failure which resulted in the left ventricular (lv) lead exhibiting pacing failure. The lv lead was found to be dislodged and also had undersensing and oversensing of atrial potentials. The ra lead remains in use. The lv lead was reprogrammed and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.